Event description:
It was reported after 45 mins of onyx injection, a leakage was found between the hub and the catheter's shaft. Another catheter was used to complete the procedure.

Manufacturer narrative:
Eval of the catheter confirmed the catheter leaked at the strain relief. In addition, the catheter's distal tip/marker was found missing. The proximal marker band was found displaced toward the distal tip. Based on the findings, the missing distal tip/marker band, and the displacement of the proximal marker band likely occurred during removal of the catheter and may have gone unnoticed.